Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a gastric bypass. During stapling of the stomach, the jaws did not close completely on the tissue. The stapler partially fired and formed the staple line incompletely at the distal end. The loading unit became blocked after 5 cm of right stapling. To correct the issue, another loading unit was used. There was no patient harm. The patient outcome is alive, no injury.